Event description:
It was reported that this right atrial (ra) lead exhibited a lead conductor fracture. In addition, an alert of atrial lead resistance was noted to be out of range through the remote monitoring system. The outpatient (opd) department noted a measurement value of 3000 ohms. Reprogramming was implemented. This ra lead was surgically abandoned. No additional adverse patient effects were reported.